Manufacturer narrative:
(B)(4). To date the device has not been received. If the further details are received at a later date a supplemental medwatch will be sent. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported a patient underwent an unknown surgery on an unknown date a reservoir was used. The reservoir could not be locked though it was pushed. Another reservoir was used with no problem. The lot number is unknown. Further details are not provided. No sample will be returned. There were no adverse consequences to the patient.